Event description:
A complaint was received alleging that a customer became entangled in a vive bed rail and subsequently died from asphyxiation. No further details about the circumstances or contributing factors are available at this time. The event is under investigation.